Event description:
It was reported that during a da vinci-assisted simple prostatectomy procedure, a cable on the maryland bipolar forceps (mbf) instrument broke. The customer was unsure if a fragment fell inside the patient during the procedure which was completed robotically. The customer performed a post-operative x-ray to confirm no fragments were left behind. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the mbf instrument was not inspected prior to use. The issue occurred during a posterior approach after seminal vesicle dissection and after the instrument had been in use for 30-60 minutes. The surgeon did not notice any issues with the functionality of the instrument. Although the surgeon indicated that the instrument did not collide with any other instruments or other hard materials during the surgical procedure, the surgeon stated that the fragment fell inside the patient during an instrument tip collision. The instrument was not removed during the procedure prior to the breakage. The surgical staff did not feel any resistance upon removal of the instrument(s) through the cannula. Furthermore, the customer indicated that they were actually not sure if a fragment fell inside the patient. It was visibly checked that there were no visible fragments but there was a possibility that there were. The procedure was completed robotically. The patient did not return to the hospital due to experiencing any post-surgical complication related to retaining a foreign object the instrument is available for return to isi. There are no images of the device or video recording available for the review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. A video provided by the customer was reviewed. The maryland bipolar forceps instrument appeared to have a frayed grip cable. The presence of fragments cannot be confirmed based on the image provided.